Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the customer's insulin pump were not working when he went to program a bolus. The customer was advised to discontinue use and revert to a back-up plan. His blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to flattened express bolus and act button dome switches. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.